Event description:
It was reported that bd micro-fine ultra¿ pen needles experienced 30 cases of broken needles, and an unspecified number of cases of being unable to deliver medication. The following information was provided by the initial reporter: customer stated there were about 30 pieces of broken pen needles in the box, and some are also clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine ultra¿ pen needles experienced 30 cases of broken needles, and an unspecified number of cases of being unable to deliver medication. The following information was provided by the initial reporter: customer stated there were about 30 pieces of broken pen needles in the box, and some are also clogged.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.